Event description:
Reporter indicated that the site's programming history was unable to communicate with the pt's devices. The device was returned for analysis, which found that the serial data cable which connects the programming wand to the handheld computer had intermittent conductors. After a known good serial data cable was substituted, there were no longer any communication issues, and the device performed according to specification.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.